Event description:
This incident is being reported after a comprehensive retrospective review of complaints received by power medical interventions; this incident was not previously reported. Covidien acquired pmi on september 8, 2009. According to the reporter, the initial procedure, extended transverse colectomy, was performed in 2003. The pmi devices used on the case were a slc (straight linear cutter) with dlus and ralc (right angle linear cutter) with dlus; the exact instruments and loading units used were not recorded. At the time of the first procedure, the surgeon stated that the anastomosis looked fine. The anastomosis was tested by moving air back and forth while saline was dripped on the staple line; there was no presence of bubbles. The pt remained in the hosp. The pt had acute abdominal pain and two weeks later; an x-ray showed free air in the bowel. The same day, the pt was brought back into surgery. The surgeon commented that everything looked fine except for a 2mm diameter pinhole leak a the staple line. The surgeon picked a "b" shaped staple out of the hole.

Manufacturer narrative:
There was no evidence of bowel necrosis, no deprivation of blood supply. After the re-operation, the pt never really recovered; she remained septic. The family didn't want any escalation of care, so they withdrew life support in 2003. The pt's family refused post-mortem.